Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to produce exposure. A review of system logfile found that the x-ray generation service availability was not accessible. Upon troubleshooting action fse performed fru tests, kv-control and ma-control test was failed due to the defect of kuma control. Fse replaced the kvma control and performed calibration and adjustment. After the replacement of kvma control, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to produce exposure. A review of system logfile found that the x-ray generation service availability was not accessible. Upon troubleshooting action fse performed fru tests, kv-control and ma-control test was failed due to the defect of kuma control. Fse replaced the kvma control and performed calibration and adjustment. After the replacement of kvma control, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The reporting address line 1 and reporting address city have been updated.

Event description:
It has been reported to philips that the customer was unable to perform exposure. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.